Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 308 mg/dl to a value displayed as "high". Cause was unknown. The customer delivered a correction bolus to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.